Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she does not think that she is getting any insulin. She tried reinserting her pump the morning of the call and her blood glucose is still high. The customer said that she is at work and is unable to change her infusion set and doesn¿t have a serter. She said that her blood glucose is over 400 mg/dl. During high blood glucose troubleshooting, the customer¿s blood glucose was 400 mg/dl and her current was 390 mg/dl. She said that her symptom was that she had a dry mouth and that she did not feel okay to troubleshoot. She treated with insulin and syringes. She declined to check for any site or insulin issues because she doesn¿t have a set to change to now. She declined to check her settings. The customer added that her first blood glucose was 150 mg/dl and that she corrected with breakfast and 5.4 units. An hour later, her blood glucose was 240 mg/dl and she treated by a self-programmed 1.0 unit. She checked unit again and it was 290 mg/dl and she treated with a 1.0 unit. The insulin pump will not be returning for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not received in stuck manufacturing mode. Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test, and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. Unit was received with cracked keypad overlay at select button, cracked retainer, scratched case, minor scratched display window, fading serial number and keypad overlay texture damage.